Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, the alleged fill estimate issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 176 mg/dl. The customer continued to use the pump for insulin therapy.